Manufacturer narrative:
The system was examined and the reported event was replicated. The u/s controller printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 17, 2014. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming u/s controller pcb. However, how that u/s controller pcb became non-conforming remains inconclusive. Footswitch: the footswitch was examined and the reported event confirmed (via event log review). The footswitch was replaced to resolve this issue. After replacing the footswitch, a system functional test was performed and it was confirmed that the footswitch functioned to specifications. The footswitch was manufactured on november 24, 2014. Based on qa assessment, the product met specifications at the time of release. The reported event was confirmed. However, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical assistant reported that there was no ultrasound intermittently. Additional information has been requested.